Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error on the insulin pump. Customer was also receiving a low reservoir alert and was outside weeding. Customer did not want to get it dirty so she did not clear it. Customer went to clear the alarm but the buttons were unresponsive. Customer took a shower and received a button error when she got it. Customer's blood glucose was 130 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.